Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was up to 437 mg/dl. Customer¿s other blood glucose level was 169 mg/dl and up to 267 mg/dl. Customer was treated with insulin pump. Customer was not feeling good. Customer stated that when trying to given insulin, his not getting the insulin that was supposed given and there was no blockage in the tubing or anything. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.